Event description:
Procedure: laparoscopic cholecystectomy. According to the report: upon retrieving the specimen into the pouch, it tore. Specimen could not be removed and another device was opened. There was no report of pt injury, unanticipated blood/tissue loss, or extended o.r. Time.

Manufacturer narrative:
(B)(4). (B)(4).